Event description:
It was reported that a customer received an alarm on their insulin pump. The patient's blood glucose was not recorded. The customer was advised to send the pump back for analysis. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.